Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, user was attempting to issue the item prednisone 10mg to patient, but the item did not appear in the list because the item contained by cubie was not populating in cubie admin. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item did not appear in the list because the cubie containing the item was not populating in cubie admin. A technical support specialist (tss) remoted in and re scanned the drawers. The cubie then populated, and customer was able to issue the item successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, user was attempting to issue the item prednisone 10mg to patient, but the item did not appear in the list because the item contained by cubie was not populating in cubie admin. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.